Manufacturer narrative:
First time in for service after 11 years in the field and the reported problem is a perception from check sum version loaded during the power-up process and not an error. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the unit was dirty. The reported complaint was duplicated the monitor was turned on and there was no error e484. The e484 is not an error it is the sum check of the 1.12 software. So, the e484 is what you should see when the monitor is power on. However, charged the returned monitor overnight; then pressed on/off button and the monitor wouldn?t power on. A visual inspection of the internal area the monitor was conducted by removing the main battery and leaving the ad/dc power adapter plugged in, then pressing the on/off key and the monitor powered up. The main battery is defective and will need to be replaced. This is the first time that the monitor was returned for service. The root cause of the reported issue was found to be that the main battery was defective. The rtc and main battery were replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is presenting with an error e484. No patient injury was reported.